Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot #: v817204, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-33, lot #: v611146, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot #: v607219, implanted: (B)(6) 2011, product type: lead. Product ID: 3708240, serial #: (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708220, serial #: (B)(4), implanted: (B)(6) 2011, product type: extension. Other relevant device(s) are: product ID: 3888-33, serial/lot #: (B)(4), ubd: 06-sep-2015, UDI #: (B)(4). Product ID: 3888-33, serial/lot #: (B)(4), ubd: 16-dec-2014, UDI #: (B)(4). Product ID: 3888-45, serial/lot #: (B)(4), ubd: 11-dec-2014, UDI #: (B)(4). Product ID: 3708240, serial/lot #: (B)(4), ubd: 17-aug-2015, UDI #: (B)(4). Product ID: 3708220, serial/lot #: (B)(4), ubd: 04-may-2015, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was replaced and the "wires and paddles" were left in the body because it was "like the leads were never installed into the spine". The patient said the leads and ins were damaged. The patient said when they were trying to pull out the "wires and paddles" they were all twisted up and were stuck in tissue and muscle so they left them in the body. The patient said they were left in the body due to too much scar tissue. The patient said the device was removed about a year ago. No further complications were reported.